Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's hospitalization for low blood glucose levels. The customer's low blood glucose level was 23mg/dl. The customer's most current level was 204mg/dl. The spouse believed the pump was not delivering insulin. The customer was treated with sugar water. The customer believed the pump was over delivering. The customer was advised that replacement pump would be sent. The customer declined to return pump at this time.